Event description:
It was reported that post implant a swedish adjustable gastric band, surgical replacement of the reservoir had to be performed and the opening / closing system is currently being tested to determine if it operates properly. There was no adverse patient consequence reported. Four attempts have been made to obtain additional information and get clarification of reported event. If additional details become available, a 3500a supplemental will be sent.

Event description:
It was reported that the patient had abdominal infection. An endoscopy was performed but no results were obtained. The band was removed. There was no issue with the port as previously reported. There were no other reported patient consequence. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4).